Manufacturer narrative:
The stent was discarded by the user facility; therefore, a device eval could not be performed. The relationship between the suspect device and the event cannot be determined. A device history record (DHR) review, product eval, and product family complaint trend review are in progress and the results will be provided in a supplemental medwatch report.

Event description:
It was reported to boston scientific corp on august 30, 2007, that an ultraflex esophageal stent was used to treat an adult pt (age, gender and weight unknown) in 2007. According the complainant, the proximal flare did not open completely after stent deployment. The pt was sent home, but reported not feeling "well" on the same day. The pt returned to the hospital the following day, and the physician attempted to open the flare with a dilatation balloon (product and MFR unk). This was unsuccessful. The pt was sent home, and the physician contacted boston scientific on sept. 3, 2007 to determine a solution. By this time the pt was receiving percutaneous feeding (though it is unk when percutaneous feeding had been initiated). Following this discussion, the physician decided to place another stent but could not as "there was no place to put a catheter (through) the stent. " the physician referred the pt to another facility, where the stent was removed. Another ultraflex esophageal stent was implanted approx. One week later. According to follow up info "everything is under control". And the pt is "ok".